Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings:.all buttons were intermittently responsive. No damage to the keypad. Removed keypad. Contamination under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. It was also noted that the keypad cover was peeling. Reportedly, the tactile changes occured before the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.